Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for gastrointestinal/pelvic floor. Patient said their ins was shocking. They tried to increase stimulation and they felt a shock. They also said stimulation feels so high that they started to feel pain in their chest. During the call, the patient connected to their ins which showed stimulation was on; they were at 2.8v. The patient added they were feeling the uncomfortable stimulation, but not the shocking. Stimulation was then turned off and decreased to 0.0v. As a result of what was reported, they were going to turn stimulation on at a later time and increase slowly. The event was considered a sudden change in therapy/symptoms. No further patient complications have been reported as a result of this event.